Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that since about a month prior to the report the patient's dyskinesia returned around 2:00 to 2:30 p.m. Each day and then would subsided. It was further noted that this has gotten worse in the time more recent to the report and happened during the phone call to report the issue. It was further reported that the patient programmer was not functioning properly on the day prior to the report ((B)(6) 2013) when checking the patient's device. A new battery was purchased and then it reportedly would intermittently go from no status lights, to all status lights, to only the patient programmer battery light, to 2 top lights, and then only the bottom patient programmer battery light. The order and timeline for the light changes was unclear. It was also noted that the patenting was seeing the battery icon with a question mark. T he implanted device was reportedly more than 6 years old. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the cause of the event was a low battery light on the ¿remote¿ and the patient¿s implantable neurostimulator (ins) depleted. It was reported the battery depletion was normal and the patient had their ins replaced on (B)(6) 2013.

Manufacturer narrative:
PMA # updated/corrected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7438, product type programmer, patient; product ID 3389s-40, lot # v037067, implanted: (B)(6) 2007, product type lead product; ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, product type programmer, patient. (B)(4).